Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l304 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot l304 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer supplied photographs verified the centrifuge bowl broke as blood splatter is seen on the centrifuge chamber walls, and the centrifuge bowl is in pieces at the bottom of the centrifuge chamber. A material trace of the bowl assembly and its components used to build lot l304 found no related non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. (B)(6) 2022.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 204ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.